Event description:
The french prestataire reported a "difficulty inserting the cannula / mechanism problem," which may indicate a needle mechanism failure. It is unknown whether the patient was being unsure if the cannula was properly sealed in the infusion site of the skin, wore the pod or how long it was used. Patient's blood glucose level was at 250 mg/dl before and after the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also, we are unable to confirm the reported needle mechanism failure or to determine its root cause.